Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they had low blood glucose levels. Customer's blood glucose level at the time of the incident was 37 mg/dl. Customer was hospitalized as a result of low blood glucose level. Customer refused to do troubleshooting for low blood glucose. Customer's current blood glucose is 212 mg/dl. Customer advised they are detoxing from alcoholism and believe that is the reason for their low blood glucose levels.